Event description:
During the procedure, the pump display stopped responding. Approximately 20 minutes later, the display came back on. The equipment continued to operate properly and blood flow delivery to the pt was not interrupted. There was no pt injury or involvement. Although emergency procedures are reviewed during customer training, the perfusionist expressed a safety concern since she did not know how to react to the unresponsive display.

Manufacturer narrative:
Pt info was not provided by the perfusionist. Sorin group USA has requested that the display be returned for eval. As of november 18, 2009, the display has not been received. Upon receipt, the display will be forwarded to sorin group (B) (4) for testing. A follow-up report will be filed when info is available.